Manufacturer narrative:
Conclusion: according to the information received from the field, the reported increase in the ground path impedance is likely due to bone growth around the reference electrode. In addition damage to the active electrode caused by device minute mobility leading to fatigue wire breakages was found. This is a combined initial and final report.

Event description:
The user reported discomfort using the device and reportedly, the hearing perception was not affected too much. The user has been re-implanted.